Event description:
A pt underwent a left central venous line insertion. During the procedure the guidewire was not able to be retrieved. A stat cut down was performed with successful retrieval of the guidewire.